Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that are yielding discrepant results in the ed using multiple analyzers. On (B)(6) 2011, 16:54 result: 0.11 ng/ml. On (B)(6) 2011, 17:26 result: 0.20 ng/ml. On (B)(6) 2011, 17:26 result: 0.20 ng/ml. Sample was run in the main lab. On (B)(6) 2011, 16:35 result: 0.02 ng/ml. The suspected discrepant results were not released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).